Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius that the patient was recently hospitalized with abdominal pain due to draining issues. Follow-up with a pd registered nurse (pdrn) from the patient¿s home dialysis clinic revealed the patient was hospitalized with peritonitis. Additional follow-up and review of provided hospital documents confirmed the patient was hospitalized on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital presented with staphylococcus epidermidis in the culture and a wbc count of 2871/mm3 with 80% polymorphonuclear cells. The patient was diagnosed with peritonitis due to a break in asepsis during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was initially prescribed a one-time dose of intravenous ceftriaxone, followed by intraperitoneal (ip) vancomycin, a one-time dose of ip cefazolin and ip cefepime (dosages not reported) to address the infection. The patient continued with ip vancomycin for 14 days with completion on (B)(6) 2024. The patient was able to undergo ccpd therapy, presumably on a hospital provided cycler for the duration of the admission. There was no indication the patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was discharged on (B)(6) 2024. The patient¿s orders for discharge included continuing pd therapy (presumably on the same liberty select cycler) following the hospitalization.